Manufacturer narrative:
This case doesn't have any posterior movement; the occlusion was maintained as it was before. If the patient is experiencing tmj issues, it likely existed as a previous condition before the aligner treatment started. We don't have any x-rays available in the case to check the condition of the tmj. If you're looking for a solution, sometimes in cases of deep bite, having the plastic of both aligners between the upper and lower incisors can push the mandible backward, causing discomfort. We need to create overjet and overbite so that the mandible has freedom of movement, but it's better to do this in phases. As a first step, we should start with only the upper aligners to procline, and then in the refinement phase, begin with the lower aligners to level the curve of spee. Failure mode - adverse event root cause - no defect proven conclusion code - no failure found.

Event description:
In this event it is reported that patient wearing the nontemplate aligner arch experienced tmj issues and pain as a result of wearing the aligners.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.